Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2019, the patient underwent a right knee revision due to unknown reasons and unknown components involved. There were no related notes to this procedure included in the patient¿s medical records. Doi: (B)(6) 2017. Dor: (B)(6) 2019, (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update - 29 october 2021 2021 . Product photographs of explant have been provided for review (alert date: (B)(6) 2020). Photos provided confirm explant of femoral component, tibial insert and tibial base. The photos give no additional pertinent information toward the complaint regarding adhesion or loosening of the tibial base component. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.